Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during dwell three of three. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that they had cut the tubing to get one of the supply bags off but were not sure why they did that. During the troubleshooting, it was also determined that the patient line was not properly primed before connecting. The tsr explained the alarm and assisted the hp in clearing the alarm. The hp would complete the therapy with manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient reported that they had cut the tubing to get one of the supply bags off and an incomplete prime was also reported which are known causes of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to inspect the cassette and tubing for damage and warns that using damaged sets can result in contamination of the fluid or fluid pathways. It warns that contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. The guide also provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.